Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, a thorough evaluation of the product was performed. Induced damage to the device seal plugs was observed upon visual examination. The device was put through a series of automated tests that verified the performance of its memory, pacing, defibrillation, sensing and recording functions; it functioned normally throughout testing. Although the device functioned normally during laboratory testing, seal plug damage had been known to contribute to oversensing, as an accessory sensing pathway is created.

Event description:
Boston scientific (formerly guidant) received a report of vessel perforation, diaphragmatic oversensing and inappropriate shock delivery from the patient implanted with this cardiac resynchronization therapy-defibrillator (crt-d) and lead system, which necessitated hospitalization. The patient also expressed concern with regard to device function and safety, as her crt-d is on an advisory recall. According to the field representative, the lead had high stimulation thresholds and it's output caused the patient discomfort. The rate/sense portion of the defibrillation lead was capped and a separate pacing lead was implanted. The recalled device was also replaced during this procedure.